Manufacturer narrative:
(B)(4). D10: item# 110031427; lot# 67179328. Item# 110030776; lot# 67314929. Item# 110031408; lot# 67221107. G2: foreign - event occurred in germany, customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent a revision of a reverse shoulder approximately three (3) weeks post-implantation due to disassociation of the taper adapter and baseplate. During the revision, it was discovered the bearing was also disassociated from the tray but the surgeon stated this was a secondary failure after the taper and baseplate disassociated and started putting pressure on the bearing and tray. It was noted there is not any known traumatic impact on the patient. Attempts have been made and no further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected: b4; b5; d2; g1; g3; g6; h1; h2; h3; h6. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: left reverse shoulder arthroplasty. Glenosphere disassociation with posterolateral dislocation. Close proximity of the glenoid baseplate to tibial tray suggests bearing damage or disassociation. Review of the device history record(s) identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. The event was confirmed. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected: a4; b4; b5; b7; d2; g1; g3; g6; h1; h2. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.